Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part #: 03.130.225-us. Lot #: 9605222. Manufacturing site: werk bettlach. Supplier: n/a. Release to warehouse date: (B)(6) 2015. Expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 1.5/1.1 dbl drill slv 1.5 cortex scr/red a drill sleeve side had broken off from the guide and the broken part was not returned in the evidence provided. A dimensional inspection for the 1.5/1.1 dbl drill slv 1.5 cortex scr/red was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 1.5/1.1 dbl drill slv 1.5 cortex scr/red would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 drill guide was found to be broken. There was no patient involvement. This report involves one 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red. This is report 1 of 1 for (B)(4).